Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and performed full calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that when a 980 ventilator was powered on it generated an alarm that rendered it into an inoperable state. The ventilator was not in use on a patient at the time the malfunction occurred.